Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they woke up last week and it felt like the "battery was sticking out." Patient stated when they sat up and it "kinda flipped" to where it should be and they have been in a lot of pain since then. Patient reported they tried to get a hold of hcp who put the device in, but they were "nowhere to be found." Patient ended up having to go to the ER and they took x rays and said everything looks fine but they didn't do any bloodwork or urine testing and the patient feels like their kidneys and lower back are hurting bad. Patient stated they increased their intensity in either group a or b to 7.2 and in the other group they turned it up as high as they can and it's not helping. Agent emailed local reps and the patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appt scheduled for july 24. Rep called and talked with the patient. She said she¿s getting great relief on left side but needs better on right. She has an appt scheduled with a new pain dr and they will be there to check her system. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.